Event description:
During an implantable neurostimulator (ins) replacement surgery impedances of >40,000ohms was reported with the new ins. When testing with the new ins all impedances were >40k except for 0 and 8. The doctor took out the leads, wiped them down and reinserted into the ins but it did not resolve the issue. The doctor did that 2 more times with the leads but still did not resolve the issue. The leads were tested separately in the multi lead trialing cable (mltc) and were all normal except 2 electrodes were >10k, it was unknown which electrodes were high. The doctor did not want to use the ins (out of box failure was noted) so an additional new ins was used. The second ins was connected and when testing impedances on this ins, there were high impedances on 0-7 and normal on 8-15 though #15 may have had bad high impedances but not sure. Since the patient was getting effective therapy on 8-15 side to begin with, the doctor decided to close up. The ins was programmed after the procedure and the patient was now getting effective therapy with the stimulation. The patient recovered without sequela.

Manufacturer narrative:
Concomitant medical products: product ID 97714, serial# (B)(4), product type: implantable neurostimulator, product ID 377760, lot# n0027923, implanted: (B)(6) 2005, product type: lead; product ID 377760, lot# n0028196, implanted: (B)(6) 2005, product type: lead. (B)(4).